Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. (B)(4). (B)(6).

Event description:
The procedure was performed on a calcified sfa lesion and narrowed and calcified popliteal artery. The entrust 6x150x150 was to be implanted after pta balloon inflation. The entrust stent handle was checked, the device was prepared according to IFU. The physician started to deploy the stent, but after approximately 7 cm stent deployment, the wheel used to deploy the stent would not move forward. Angiography showed there was still a long segment of the stent to deploy. The only option was to pull the sheath which made the stent elongate and deform. During this process the physician checked the wheel, which unlocked at the proximal 2 cm of the stent end finally the complete entrust stent was deployed. Evaluation of two images received confirmed the implanted stent was elongated.